Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with this complaint and completed an investigation. The instrument was found to have thermal damage on the bottom of the yaw pulley. Any potential missing material is likely thermally induced rather than mechanically induced. The instrument was also found with a broken conductor wire near the yaw pulley thermal damaged. The wire was detached from its connection at the spatula. The conductor wire was pulled out of the weld location at the base of the hook, because the silicone potting around the conductor wire failed. Because the silicone potting failed, conductive fluids can gather around the weld location and initiate and propagate arcing and thermal damage. Intuitive surgical inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the silicone potting failing, and conductive fluids can gather around the weld location and initiate and propagate arcing and thermal damage.

Event description:
It was reported during a da vinci total benign hysterectomy surgical procedure, the permanent cautery spatula instrument started smoking at the articulation joint. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.